Manufacturer narrative:
This report will be amended when our investigation is complete. (B)(4).

Event description:
It is reported that the tibial articular surface provisional was discovered to be broken when it was returned to the distributorship. It is unknown when or how the event occurred.

Manufacturer narrative:
The visual inspection of the tasp bottom confirmed that the tasp fractured from the lateral side and across under the post to the medial side. Also, a small fragment of the central post of the tasp fractured off. The fractured fragment of the central post was not returned for investigation. There was cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp. The lot# 62385133 has been in the field for approximately two years and ten months approximately. It is unknown how many times the device is being used. This device is used for treatment. In addition, ps tasp top components and standard (non-cps) tasp bottom components have been modified dimensionally to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. An internal investigation was opened for the breakage of tasps. . A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice.